Manufacturer narrative:
The agnt reoprted the patient was chronically dislocating their rsa. After incision it was found the poly had disassociated from the stem. Complaint has been evaluated and is similar to report number 1644408-2023-01325; 509-02-436, s817 - dissociation/s803 - dislocation, revision surgery if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - due to the patient was chronically dislocating their rsa. After incision it was found the poly had disassociated from the stem.